Event description:
Per the surgeon, the patient experienced an infection at the implant site which was treated with oral antibiotics. The abutment fell out and there are plans to replace the abutment. The implant remains in-situ.

Manufacturer narrative:
This report is submitted on july 25, 2023.